Event description:
The report received from the affiliate indicated that approximately nine (9) months after the index procedure, the patient developed an acute myocardial infarction (ami) and was admitted to another hospital. Coronary angiography was done and thrombus was observed in the previously implanted cypher 2.5 x 18 mm stent. The late thrombosis (lt) was treated by balloon angioplasty. The physician's comment regarding the possible cause of the thrombotic event was that the stent might have been under-dilated.

Manufacturer narrative:
The index procedure was an elective case. The target lesion was the mid left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, calcified, 15 mm in length, vessel diameter 2.5 mm, and type b2. The lesion was pre-dilated with a 2.5 x 10 mm balloon at 12 atm for 10 sec. A cypher 2.5 x 18 mm stent was implanted at 12 atm for 20 sec. The stent was post-dilated with a 2.5 x 10 mm balloon at 16 atm for 10 sec. Ivus was done. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. An act was not measured. The patient was reported to have changed hospitals ten and one-half (10 1/2) months after the index procedure because she receives dialysis there. The patient's antiplatelet therapy (ticlopidine hydrochloride 200 mg/day) was reported to have been discontinued after four (4) months due to liver function failure and clopidogrel sulfate 75 mg/day was started. Please note that device is distributed outside the united states. However, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.